Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. There were three sessions that were done. First session, the pt's blood glucose results were 92, 98 and 174 mg/dl. Tests were done 10 minutes apart. Second session, the pt's blood glucose results were 63, 193 and 187 mg/dl. Tests were done 10 minutes apart. Third session, the pt's blood glucose results were 90 and 143 mg/dl. Tests were done 10 minutes apart. No further info has been reported.